Manufacturer narrative:
(B)(4). Date sent: 3/27/2024. D4: batch # 388c08. Investigation summary : the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60c device was returned with no apparent damage and with a gst60b reload present. The reload was received unfired. The device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. No malformed staples were observed. A manufacturing record evaluation was performed for the finished device batch number 388c08, and no non-conformances were identified.

Event description:
It was reported that during an liver transplant procedure, the device closed/fired normally but the staples malformed and missed the pockets of the staple line. They got another device to proceed without patient harm.

Manufacturer narrative:
(B)(4). Date sent: 3/5/2024. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: please clarify which part of the staple line the malformed staples occurred on. The field was very bloody and malformed staples, but the staple line was bleeding. What anatomical structure was stapled with this device? Colon which reload color was used? The reload was blue this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.